Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Devices were received for evaluation; event was confirmed during testing, event was not duplicated. Device was found to be affected by corrosion. Device was found to be affected by corrosion and evidence of a non-stryker repair. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes malfunction events in which the device overheated. There was no patient involvement; no patient impact.